Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received power source alerts and was unable to charge the pump with the usb cable despite the attempted use of multiple power sources. It was also reported that the pump battery gauge decreased from 65% to 35% then back to 65% while the pump was plugged into a power source. Customer later reported that they were able to charge the pump to 100%. There was no reported impact to the customer's blood glucose levels.